Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms in the setting of a ventricular tachycardia (vt) episode and went to the hospital to "take a shock". Vt ablation was performed without success and the patient had cardiac arrest without recuperation. The patient ultimately passed away. The device operated as expected and the arrhythmias were not considered device or therapy related.